Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.

Event description:
It was reported that the drill overheated during a surgical procedure. There was no reported adverse consequence to the user or patient as a result of the handpiece overheating. The procedure was completed successfully without a clinically significant delay.